Event description:
Initial report: this non-serious spontaneous case report from (B) (6) was reported by a physician via a representative and forwarded by our local affiliate (B) (4). Initial and follow-up info received on 23-jan and 27-jan-09 respectively, were processed together. This case involves a (B) (6), female, pt, who received three treatments with poly-l-lactic acid (sculptura). Therapy dates were (B) (6), (B) (6), and (B) (6). In (B) (6) 2008, the pt began experiencing hard masses around her mouth and eyes at the site of poly-l-lactic acid injection. The pt first developed small nodules on the cheeks and then these progressed to involve the areas around the mouth and nose. These areas are not noticeably visually, but they are very hard on touch. They were described as almost "rope-like" rather than nodular, except on the cheek where they are mostly small nodules. The rptr also mentioned that the pt's eyes are both swollen, especially on the lower eyelids. All the involved areas are those where poly-l-lactic acid was injected. The rptr mentioned that the pt visited the middle-east in (B) (6) 2008, where she became ill, and that the pt experienced dizziness and headaches. An investigation showed that the pt has arnold-chiari malformation. The rptr also added that the pt is also being investigated for possible viral labyrinthitis, as the pt continues to complain of headaches. Prednisone on a tapering dose, and minocycline were prescribed for the nodules and "rope-like masses". A ptc (pharmaceutical technical complaint) was been initiated: (B) (4); (B) (4). It revealed brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B) (4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Rpt's causality assessment: not provided. Addendum for follow-up info received on 16-apr-09: the physician reported that the pt received poly-l-lactic acid therapy on (B) (6) 2007 (lot a5010), (B) (6) 2007 (lot a6014), and (B) (6) 2008 (lot a6015). It was used for "filler depletion of face." The onset of reaction was changed to (B) (6) 2008 and the time lag between the cessation of treatment and the adverse event was estimated to 10 months. The rptr qualified the causal relationship as highly probable and specified foreign body granulomas for all injection sites. The rptr added that the pt was taking no concomitant drugs. He also considered the reaction severe, but reported serious criteria as not applicable. The biopsy confirmed foreign body granuloma on (B) (6) 2009. The rptr mentioned that the pt had fillers with hyaluronic acid (restylane) in 2001 and 2005, and that he had a viral illness in (B) (6) in (B) (6) 2008, prior to the onset of foreign body granuloma formation. The pt has not recovered and is currently on prednisone. Addendum for follow-up info received on 09-jun-09: the physician reported that four vials were used over the 8 months of treatment and that two vials were from lot a5010 expiration date nov-07 and two other vials were from lot a6014 expiration jun-08. The indication was changed to "voluminizing the face." The physician clarified that the event started in (B) (6) 2008 and is ongoing. He described the event as "filler as turned hard in every one injected in face (severe). Histology confirmed foreign body reaction marked facial swelling with increased white blood count, neutrophils, lymphocytes and monocytes (nos)." The lag time between the cessation of treatment and the onset of the reaction was changed to 9 months. The physician qualified the causal relationship as "highly probable" and specified "ares injected involved only in reaction." "A biopsy of a hard nodule indicated foreign body reaction with material presence." Additional info received on 28-apr-2010 from a physician: this non-serious case, upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. Upon internal review, the events of "dizziness" and "headaches" have been determined to be incidental events. Therefore, both events have been removed from this case as they are not adverse reactions. Poly-l-lactic acid was reconstituted with 2 cc xylocaine 1% with epinephrine and 6 cc sterilized water. Final volume was 8 cc for the four injections. On (B) (6) 2007, the pt received 8cc twice, and she received 8 cc in (B) (6) 2007 and on the (B) (6) 2008. On (B) (6) 2010, the pt was taken off prednisone, but still presented firm papules. The pt had a history of osteoporosis secondary to prednisone. The pt also had a history of telangiectasias on the face secondary to edema that "were treated with laser and clearing" (nos).